Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Products: (B)(4) implantable cardioverter defibrillator (ICD)  2010 (B)(6); 5076 implantable pacing lead 2010 (B)(6); 4196 implantable pacing lead 2010 (B)(6). (B)(4).

Event description:
It was reported, the patient received inappropriate shocks from the right ventricular lead. It was noted, the patient's rhythm was an atrial tachycardia. The patient's medication was adjusted. The lead remains in use. The patient is enrolled in the optilink hf study: optimization of heart failure management using medtronic optivol fluid status monitoring and carelink network (optilink-hf). No further patient complications have been reported as a result of this event.